Manufacturer narrative:
Customer noted that replacement batteries solved the issue.

Event description:
It was reported to philips that the customer requested just a replacement battery with no engineer evaluation. The device was not in use on a patient.